Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, and after testing, it was found that the cause of the reported failure was a defective software chip. To fix the issue, the fse replaced the software chips and the iabp returned to normal. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is the first affiliated hospital of (B)(6).

Event description:
It was reported that during a routine check performed by the customer, the medical staff turned on the cs100 intra-aortic balloon pump (iabp), and the iabp generated an alarm tone with a message of "electrical appliance failure #35". There was no patient involvement, and no adverse event reported.